Manufacturer narrative:
The subject device was returned to omsc for investigation. The investigation confirmed that the coating on the cutting wire was torn and the cutting wire was broken. The broken section was melted and burned. Approximately coated portion was missing for 5.5 mm from the broken point. There were no other abnormalities related to the breakage in the subject device. Also as the checking of the manufacturing record of the same lot, nothing abnormal was detected. This type of the damage is most likely related to the operator's technique. Based on the past similar cases, it is known that the damage of the coating occurred due to contacting with the metal part of the forceps elevator of the endoscope. The exposed cutting wire from the damaged coating contacted or came close to the metal part of the forceps elevator while activating the output, which caused spark and a part of the cutting wire became extremely hot, resulting in breakage. The coating broke off and came off from the cutting wire because of the user handling after the cutting wire was broken. The device instruction manual has warned users that "when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material."

Event description:
The doctor was using the subject device during bile duct stones retrieval, and completed the procedure. The patient was hospitalized as scheduled, events of potential health damage has not been reported. However, the user raised a complaint of the fray of the cutting wire to omsc, which was reportedly regarded first in the inspection before use. Omsc has confirmed that the cause of the cutting wire fraying did not occur in the inspection of operation. Omsc judged it has been once used in clinical since the tip of the cutting wire was carbonized. The coated portion was missing for approximately 5.5 mm from the broken point. Therefore, the cutting wire is broken and the missing coated portion might have dropped into the body of the patient because it has not been found.